Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The patient suffered from acute renal failure and became ventilator dependent. The next month, the patient died. The physican stated, that the death was not due to the device but could have been procedure related. The official cause of death was stated to be a cardiopulmonary event; heart attack and/or pulmonary embolism.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested. Also implanted in this pt and associated with this event are: lot #04749746, lot #04123316, lot #04737774, lot # 04582953.